Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation - customer had returned an empty vial. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 185 and 154 mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 100-106 mg/dl. Customer stated that the same issue has occurred with two vials of test strips; no lot information for the first vial was provided (customer had discarded it). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/29/2023 and test strips were opened less than one month prior to call. The meter memory was not reviewed for previous test result history.